Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 7-mar-2017, a technical support specialist (tss) addressed the reported event where the customer informed that they pr3 failures. Issue is due to group grading used, pr2 used instead of pr3, referred customer to aab lab for further instruction. No further action required. The probable cause of the event was incorrect peer group.

Event description:
On (B)(6) 2017, a customer reported (B)(4) failure of pr3 with their aia-900 analyzer. Customer reports pr3 pt failure. Tss asked for faxed report, quality control (qc) data and analyzer printout. Tss review of (B)(4) report, 2 samples, failed the first one out high. Results 2.8, range is 1.4-2.6. Specimen #2 recovered in range at 56.6, range is 31.9-68.5. Br 40910 in range on day of testing which was (B)(6) 2017, results on pr3=1.04/9.84/20.99. Likely cause of failure is customer ran pr3, others running pr2 which recovered lower on the low end. Only 1 group for grading, all program users lumped together. Qa lab failed as well. The customer is unable to run pr3 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting pr3 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.